Manufacturer narrative:
Technician found that the casters do not hold and swivel. Technician replaced the brake and brake steer casters and all casters hold and lock.

Event description:
Account alleged that the brakes do not hold. No alleged injuries by account.